Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported that patient faced infusion set cannula bent event. The issue occured on second day of insertion. The infusion set was in use for two days. The site of insertion was lower back. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.